Manufacturer narrative:
The reported issue was investigated via remote support by a philips-authorized service provider. The nurse at the customer site in charge of the philips information center ix (pic ix) central station stated that a patient had an asystole event and pic ix did not generate an alarm. During the investigation it was determined that the patient was in the intensive care unit (ICU) under end-of-life care and that the alarms had been turned off on the bedside monitor. The nurse in charge of the ICU confirmed that the nurse at the central station had not been instructed to remove the surveillance for this particular patient; therefore, the nurse had assumed that the asystole alarm had not been generated. There was no product malfunction; this is considered a user issue. The issue was resolved by the customer by advising the central station nurse that the alarms had been switched off for the patient under end-of-life care.

Manufacturer narrative:
This is a supplemental report to MFR. Report #:9610816-2020-00431.   The FDA registration number initially chosen was incorrect and product listed was incorrect. Please use this report.

Event description:
The customer reported that one monitor has not alarmed and the patient died.